Manufacturer narrative:
No conclusions can be made. Patient alleges adverse outcome associated with the hernia mesh used to treat the patient including chronic pelvic and groin pain, neuropathic sensory changes, hypersensitivity to touch and temperature, abnormal skin flushing, painful sores in groin, perineal area, and beneath buttocks, pain, numbness, redness, and swelling in testicles and surrounding genital region, loss of sexual sensation, sexual function and emotional distress. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the date of event is considered to be a best estimate as (17-mar-2026) based on the date of awareness. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As alleged per patient (pro se): the patient underwent hernia repair surgery in (B)(6) 2022, during which the patient was implanted with unspecified bard/davol flat mesh, the patient is making a claim for an adverse patient outcome related to the mesh. Patient experienced chronic pelvic and groin pain, neuropathic sensory changes, hypersensitivity to touch and temperature, abnormal skin flushing, painful sores in groin, perineal area, and beneath buttocks, pain, numbness, redness, and swelling in testicles and surrounding genital region, loss of sexual sensation, sexual function and emotional distress. Biopsies by a dermatologist confirmed these genital symptoms were likely related to the hernia surgery and implanted mesh.